Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Root cause of the event was most likely attributed to third party debris; however, a conclusive determination could not be made. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 10 states, "fretting and crevice corrosion can occur at interfaces between components." Under warnings and precautions, number 5 states, "complete preclosure cleaning and removal of bone cement debris, metallic debris and other surgical debris at the implant site is critical to minimize wear of the implant articular surfaces." This report is number 3 of 3 mdrs filed for the same patient (reference 3002806535-2014-00276 & 00277 / 3002806535-2015-04188).

Event description:
It was reported that the patient underwent a hip replacement on (B)(6) 2010. Revision procedure was performed on (B)(6) 2014 due to elevated metal ion levels. No further information has been received.